Manufacturer narrative:
H3: pending investigation. H7: z-2117-2021.

Event description:
As part of the manufacturer's recall campaign, the patient went to have the device implanted in 2019 checked hip prosthesis. The x-ray control showed a clear decentering of the prosthetic base and unusually large osteolysis in the acetabulum as a sign of premature inlay wear. This could happen an inlay change on (B)(6), 2023 to a vitd-hardened, specially approved inlay (novation xle, neutral liner, group 1, 32mm i.d., ref (B)(4), sn (B)(6)). Taken place as part of the replacement operation. In addition to replacing the inlay, determining the solid integrity of the cup. Diagnosis that led to implantation: primary coxarthrosis.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in the hhe. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, component code, and investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.